Event description:
The suspect device user said they obtained a result of 7 mg/dl. They didn't do anything about the result. Controls were in range. The device was replaced and requested to be returned for evaluation.